Event description:
The customer noted for two days the positivity rate doubled from 2%-4% with asymptomatic patients (off-label at the time). The customer suspects many were false positive as many were confirmed negative by pcr. The customer communicated the result was confirmed negative by molecular (pcr testing). Multiple attempts were made to contact the customer for more information. The customer was unresponsive and said after troubleshooting the issue was resolved.

Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. A review of complaint history did not identify any adverse trends. A review of the DHR found that the lot met all release criteria. Root cause: cannot duplicate with retains. Source: email.